Manufacturer narrative:
The device was discarded by the user facility and not available for return to the manufacturer for analysis. Therefore, the reported issue cannot be confirmed. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during an embolization treatment for a right-sided tentorial meningioma, the vessel ruptured and only 50% of the tumor resected. The patient recovered and was discharged. The patient presented with a right-sided tentorial meningioma for a planned pre-op embolization procedure with use of scepter-mini and liquid embolic. The scepter-mini system was delivered to the tumor via the left middle meningeal artery successfully. Further case image review suggested that scepter-mini balloon may have been deployed in the tumor. The balloon was inflated successfully and liquid embolic was injected. A vessel rupture was observed and further liquid embolic was deployed to embolize the tumor until buildup of the liquid embolic was noted around the inflated scepter-mini. Embolization was stopped and the scepter-mini balloon was removed from the patient. The patient was noted to be well. Additional information was received indicating it was noted that no observable vessel rupture upon imaging of initial balloon inflation. Rupture observed latterly as part of continued squid 12 injection, and it was unclear whether balloon or liquid embolic is responsible for vessel rupture. The rupture point was observed at the balloon vessel interface as opposed to distal vessel rupture. The physician could not discern whether the balloon and/or squid 12 was the cause.